Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for peritoneal dialysis (pd). The patient was not hospitalized for the event and the cause of the peritonitis was unknown. The patient was treated with an injection of vancomycin intraperitoneally (1gm stat dose) for the peritonitis. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed, since there was no sample to evaluate. Therefore the root cause could not be determined, as no device malfunction nor use error was identified during the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.